Event description:
It was reported the patient is deceased and died approximately three weeks post device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. If additional relevant information is received, a supplemental report will be submitted. (B)(4).